Event description:
The customer reported that the shock pulse unit was automatically activating when the footswitch (subject device) was connected to the unit. The issue was found when preparing the device for use, not during any procedure. There was no patient involvement.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During the inspection and testing, the customer¿s reported issue was confirmed. The issue was found to be due to a defective footswitch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer¿s investigation, a definitive root cause could not be determined. A corrective and preventive action (CAPA) has been opened to further investigate this issue. The shockpulse device's instructions for use states: "perform the prescribed inspections prior to first use and regularly thereafter to ensure continued satisfactory performance. Do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged. Otherwise, injury to the patient, personnel and/or an adverse effect on the procedure could result." Olympus will continue to monitor field performance for this device.